Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. B60754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy test urine, drug hypersensitivity, low back pain and discomfort. Previously administered products included for an unreported indication: mirena on (B)(6) 2012. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/chronic"), menstrual disorder ("heavy/abnormal menstruation/bleeding"), menorrhagia ("heavy/abnormal menstruation/bleeding/prolonged menstruation"), menstruation irregular ("irregular menstruation"), dysmenorrhoea ("severe menstruation pain"), abdominal pain lower ("cramping"), fatigue ("fatigue / tiredness"), depression ("depression") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, pelvic pain, menstrual disorder, menorrhagia, menstruation irregular, dysmenorrhoea, abdominal pain lower, fatigue, depression and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, menstruation irregular, pelvic pain and perforation to be related to essure. The reporter commented: discrepancy noted as per previously noted essure insertion date: ??-??-2014, (B)(6) 2014 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: impression: occlusion of the fallopian tubes. Imaging procedure - on (B)(6) 2014: result unknown. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ('perforation: other/perforation (other) please describe and state the location of the perforation: bowel/bladder perforation') in an adult female patient who had essure (batch no. B60754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy test urine, drug hypersensitivity, low back pain, and discomfort. Previously administered products included for an unreported indication: mirena on (B)(6) 2012. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced gastrointestinal injury (seriousness criterion medically significant), genital haemorrhage ("bleeding"), pelvic pain ("pain/chronic"), menstrual disorder ("heavy/abnormal menstruation/bleeding"), menorrhagia ("heavy/abnormal menstruation/bleeding/prolonged menstruation"), menstruation irregular ("irregular menstruation"), dysmenorrhoea ("severe menstruation pain"), abdominal pain lower ("cramping"), fatigue ("fatigue / tiredness"), depression ("depression") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the gastrointestinal injury, genital haemorrhage, pelvic pain, menstrual disorder, menorrhagia, menstruation irregular, dysmenorrhoea, abdominal pain lower, fatigue, depression and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, fatigue, gastrointestinal injury, genital haemorrhage, menorrhagia, menstrual disorder, menstruation irregular and pelvic pain to be related to essure. The reporter commented: discrepancy noted as per previously noted essure insertion date: ??-??-2014, (B)(6) 2014 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: impression: occlusion of the fallopian tubes. Imaging procedure - on (B)(6) 2014: result unknown. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Reporter's information were added. Event:perforation: other/perforation (other) please describe and state the location of the perforation: bowel/bladder perforation were added.event: genital hemorrhage was updated as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. B60754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy test urine, drug hypersensitivity, low back pain and discomfort. Previously administered products included for an unreported indication: (B)(6) 2012. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/chronic"), menstrual disorder ("heavy/abnormal menstruation/bleeding"), menorrhagia ("heavy/abnormal menstruation/bleeding/prolonged menstruation"), menstruation irregular ("irregular menstruation"), dysmenorrhoea ("severe menstruation pain"), abdominal pain lower ("cramping"), fatigue ("fatigue / tiredness"), depression ("depression") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, pelvic pain, menstrual disorder, menorrhagia, menstruation irregular, dysmenorrhoea, abdominal pain lower, fatigue, depression and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, menstruation irregular, pelvic pain and perforation to be related to essure. The reporter commented: discrepancy noted as per previously noted essure insertion date: (B)(6) 2014 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: impression: occlusion of the fallopian tubes.. Imaging procedure - on (B)(6) 2014: result unknown. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporters information updated. This case became incident. Event: abdominal pain , perforation: other were added. Lab data were added. Fu 4 and fu 5 processed together. On (B)(6) 2019: pfs received. Reporters information updated. Fu 4 and fu 5 processed together. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.